Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. Intimal dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, heavily calcified, mid right coronary artery. Predilatation was performed prior to stenting. During the procedure a 3.0x28 mm xience pro stent was deployed after which a dissection was observed. Another stent was used to cover up the dissection successfully and post dilatation was performed. The patient outcome was satisfactory. There was no clinically significant delay in the procedure reported. No additional information was provided.